Event description:
It was reported that during the procedure in the mildly calcified and tortuous mid right coronary artery, the 3.5 x 12 mm voyager nc was advanced into the patient anatomy. The dilatation catheter was unable to advance to the target lesion and force was applied. The device was removed from the patient anatomy and resistance was felt. Upon removal, it was noted that the dilatation catheter shaft was kinked about 5 cm distal from the hypotube. Outside the patient anatomy, the physician expanded the dilatation catheter as a test. A new voyager nc was then advanced into the patient anatomy and dilatation was completed. There were no adverse patient effects and no clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager nc. (B)(4) - excessive force. An analysis of the returned device confirmed the reported device issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that per the warnings section of the voyager nc instructions for use (IFU) states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.